Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted during transobturator tape placement procedure performed on (B)(6) 2008, to treat a patient with female stress urinary incontinence. There were no patient complications during the implant procedure. The patient was transferred to the recovery room in stable condition. Patient was discharged to her home in the care of her family. Patient was given instructions and activities. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2008, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6) md (B)(6) system us. (B)(4).